Event description:
It is reported that a customer was hospitalized 13 times in the past year but was never documented with medtronic. The customer's mother states that her daughter's pump needs to be replaced because of multiple issues like black screens and low battery with no alerts. The customer's blood glucose level was unknown. There was no trouble shooting at the time of the call. However, the mother stated that they will call back with all of the documentation on the numerous hospitalization visits by the patient. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.